Event description:
(B)(6) clinical study. It was reported that during a coronary stenting treatment procedure, a transient abrupt closure occurred. The target lesion was treated in (B)(6)-2011. It was located in the distal left circumflex artery (lcx) with 90% stenosis, and was 16mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 20 mm study stent with 0% residual stenosis. The angiographic core lab report noted: transient abrupt closure during procedure after stenting. Flow restored by end of the procedure. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the unit was not returned; therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)